Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log, but there was a 1320 error code message. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +6.60% during testing. There was no patient involvement.